Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 26 mmol/l at the time of incident. The customer also stated that the insulin pump had no alarms for no delivery. The customer stated that the thy could not performed the high pressure test. They performed the self test and they were able to passed the test. The insulin pump will not be returned for analysis.